Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had pressures sores. The patient was lying on the wires and the therapy electrode pads causing his skin to rub against the lifevest. The patient's skin is red but not open. Follow-up indicated that the patient's cardiologist ended use of the device.